Event description:
It was reported that the foam containing iodine sponge of twelve (12) minicaps were outside the minicap. The issue was described as the ¿product leaked iodine inside its primary packaging because the foam sponge was outside the cap¿. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the sponge is outside of the cap. The reported condition was verified. The cause of the condition was determined to be a shipping issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.